Event description:
The dentist reported that the abutment screw had fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component has confirmed that the unisg has fractured and the hex of the device has been damaged. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.(B)(4)

Manufacturer narrative:
This device has not been received for evaluation.